Event description:
It was reported that in sterile processing department, a broken cable was noted on a prograsp forceps instrument. The instrument was not used on a patient after the reported issue there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch up cable frayed at the distal clevis hub. The frayed strand stuck out at the instrument's wrist. The other cables were not damaged at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.